Event description:
It was reported that during a meniscus repair, the fast-fix 360 t2 implant fell off in the articular cavity when deployed through the meniscus. The t1 implant was successfully removed from the patient by cutting and the t2 was removed by cutting and pulling it out directly. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.